Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the catheter ¿failed¿ and had to be replaced. The patient indicated he started ¿getting worse instead of better¿ and it was discovered the catheter had broken, as was ¿clearly shown¿ by MRI. The patient went ahead with a catheter revision. Drug delivered via the device was prialt. Additional information has been requested, but was not available as of the date of this report.